Event description:
It was reported that during a stent placement procedure, stent allegedly got deployed within the sheath itself. It was further reported that the outermost black sheath of the stent had got slided ahead from the deployment wheel part. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the sample was returned for evaluation. The returned sample was found without shipping lock in actively used condition, and with deployed stent that was separately included which leads to inconclusive result for premature deployment. The black system stability sheath was found broken underneath the kink protection which leads to confirmed result for break. A system compatible 6f sheath was in use, and at a later stage the black proximal sheath was found broken. But it was not known whether the break occurred before or after the premature deployment. Based on the investigation of the provided information, the investigation is closed as confirmed for break of the secondary sheath. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'if resistance is met during delivery system introduction, the system should be removed and another system should be used.', and 'examine the stent system to ensure it has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used.', and 'visually inspect the distal end of the delivery system catheter to ensure that the stent is contained within the sheath. Do not use if the stent is partially deployed.', and 'if it is suspected that the sterility or performance of the device has been compromised, the device should not be used.' Under required materials the instructions for use state '6f (2.0 mm) or larger introducer sheath (...) 0.035 inch (0.89 mm) diameter guidewire' h10: d4 (expiry date: 10/2023), g3 h11: b5, h6 (patient, result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 10/2023). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a stent placement procedure, stent allegedly deployed within the sheath itself. It was further reported that the outermost black sheath of stent allegedly slided ahead from the deployment wheel part. There was no patient contact.